Event description:
It was reported the colonovideoscope was reprocessed without attaching the waterproof cap and proceeded with cleaning during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reprocessing issue was unable to be determined. The event can be detected/prevented by following the instructions for use which state: reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.